Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's button/keypad was unresponsive. Customer's blood glucose was unknown. No additional information provided.